Event description:
It was reported that the implantable pacemaker had possible malfunction. Boston scientific technical services (ts) referred the patient to local representative. This device remains in service. No adverse patient effects were reported.